Event description:
Rec'd info patient was in the intensive care unit (ICU) bg's (400-500mg/dl). Patient was on insulin drip and IV.

Manufacturer narrative:
As per reporter upon arriving to the hospital, they noticed the cannula was kinked. It was reported during hospital patient continued using t:slim and continued experiencing high bg's. As per reporter physician stated that the cannula had bent and believed pump was working fine. During troubleshooting it was identified patient had recall cartridges. It is unknown if cartridges were being used at the time of event. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).